Manufacturer narrative:
The sample was reported to be available for manufacturer evaluation. As of (B)(6) 2020, no product has been received by the manufacturer. It was verified via the third-party carrier¿s website that the fmcna-provided shipping materials were received by the patient. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. They cycler alarmed prior to discovery of the fluid leak, while the patient was in drain 4 of 5. It was reported that an ¿m31 air detected in cassette¿ alarm had occurred. The contact reached out to ts to get assistance bypassing the alarm. After failing to bypass the alarm, the treatment was ended early. The patient disconnected from the cycler and performed a manual drain. Later, when the contact opened the cycler door to remove the cassette, fluid started leaking out from behind the door. After the ts representative was informed of the fluid leak, they advised the contact to discontinue use of the cycler. The patient was issued a replacement cycler. During follow-up with the contact, it was confirmed the patient did not suffer any adverse consequences due to the incomplete treatment. The patient performed manual pd therapy in the absence of the cycler. The contact confirmed they were trained to perform manual pd exchanges, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type, dose, and frequency unknown). The patient had completed their antibiotic course at the time of follow-up, and there were no signs or symptoms of peritonitis. The patient¿s replacement cycler was received, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for manufacturer evaluation.